Event description:
Foley catheter (bard urologist tray for the obstructed urethra) inserted by md on (B)(6) 2020 with guidewire removed. When foley catheter removed on (B)(6) 2020, it contained what appeared to be the sheath of the guidewire. FDA safety report ID# (B)(4).